Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that patient was seen in (B)(6) of this year. Per (B)(6) notes, patient met with a manufacturer representative who was going to help patient charge the device. The outcome was unknown but at that appointment patient mentioned that he¿d like to get the battery replaced. Per (B)(4) appointment¿s notes, patient stated that scs was not working better however, the notes also state that at the end of the appointment, the patient was able to charge, and the device was helping with the pain. The office has not heard anything back from the patient since. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Caller reported poor communication. Maybe 3 weeks ago, patient tried charging and ins would not charge anymore. The hcp office told patient he needs ins jumped. The last time patient was able to successfully charge the ins was probably 1.5 years ago. Patient was redirected to their hcp to address possible over discharge. No symptoms were reported and no further complications were reported/anticipated. On 2019-jul-29, additional information was received from a manufacturer representative (rep) reporting that the patient¿s device was over discharged due to the patient¿s compliance. A trickle charge and por 0x2608 was cleared. No interventions were needed. The issue was resolved at the time of the report. The event occurred in 2018. No further complications were reported/anticipated.